Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. All buttons functioning properly no damage on the keypad assembly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump button was unresponsive. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. Customer states that the button was not unresponsive during an easy bolus attempt. Customer states that insulin pump was not locking. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.